Event description:
A veptr replacement of a rib hook due to migration: patient was implanted with veptr on an unknown date. On a follow up visit to surgeon an x-ray revealed the migration. The sales consultant does not know if the patient was having pain as he is a (B)(6) male with spina bifida and non verbal. When the surgeon was attempting to move the hook to another rib with the forceps, the forceps broke in half. The pieces were retrieved and the surgeon used the second instrument in the set without delay to the case. It was noted by the consultant: it did not appear as if the surgeon was putting that much force on the instrument. No adverse effect to the patient was noted. The hook was moved from the 3rd to the 4th rib. This is 2 of 4 reports for this event.

Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Date of event - (B)(6) 2013 provided by questionnaire on (B)(6) 2013. Date illegible and confirmed by telephone on (B)(6) 2013. (B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.